Manufacturer narrative:
Na.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A venous sample was collected from the patient and tested on the meter at 11:16 a.m., resulting as 5.1 inr. At 11:16 a.m., a sample from the patient was tested using the dade innovin method, resulting as 3.8 inr. No adverse events were alleged to have occurred with the patient. The patient is anemic, but the patient did not know his hematocrit. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not have any changes made to his warfarin dose, no new medications, no changes to his diet, and no recent illnesses. The patient did not have any special or unusual diet. The patient had a bruise on his arm, but did not seek medical treatment for it. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.